Manufacturer narrative:
A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant. The complaint of a leak (partial break) in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a partial break in the catheter tubing. The location of the partial break is located at the 35 cm depth marker. The partial break site is nearly perpendicular to the axis of the tubing. The tubing surrounding the partial break site is slightly compressed and has rounded edges. It appears that the catheter was subject to fatigue failure, which is the gradual fracture of a component that is under cyclic loads. When a catheter is kinked or bent, the tubing on the inside of a kink would be under compressive loads causing friction and material wear. Flexural fatigue appears to have attributed to the partial break in the catheter tubing. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process.

Event description:
The patient was taken care of in another hospital. Recently was conducted with conventional chemotherapy at the daytime chemotherapy center in the hospital and when it was finished it was reported that the patient had an arm pain; soon outflow was found and the catheter was removed and found leakage at 2 cm of the puncture site. The catheter was broken inside the body. Therefore, removed the catheter. The chemotherapy drug is the foaming agent - adriamycin. The patient felt pains and swelling surrounding the puncture site. Then focally sealed and ice compressed the site and continued observation.